Event description:
Ous MDR - the device worked, but was unable to communicate. The device was exchanged and returned for analysis. There were no adverse patient effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, the pacemaker interrogation revealed the battery status eri. The inspection of the device's memory content showed that the eri status was triggered on (B)(6), 2014, four days after the explantation of this device, most likely because the device was stored in a cold temperature environment. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the pacemaker was fully functional. The eri status was triggered after the explantation of the device most likely due to influences of a cold temperature environment. During analysis, no deviations were noted which might have led to the clinical observation. There was no indication of a device malfunction.